Event description:
A portion of a scissor tip laparoscopic device was found inside a pt during a hysterectomy. It is unk whether or not the device was a reprocessed device.

Manufacturer narrative:
The account reported that a "sleeve" of a reprocessed microline scissor tip (mic3142) was left in a pt during a surgical procedure on (B)(6) 2009. The insulation sleeve of the device was discovered in a secondary surgical procedure on (B)(6) 2009, performed at a different facility. The facility has not released the device piece for investigation, but has provided pictures of the discovery prior to removal from the pt. Because the device piece has not been returned to sterilmed, we are unable to determine if it is a reprocessed device. Pictures of the piece of the device in tissue show it to be a fully intact insulation sleeve, partially embedded within abdominal tissue. The sleeve does not appear to be defective or damaged in any way. The integrity of the sleeve has been confirmed by the director of surgical services. Efforts to replicate a surgical scenario in which a insulation sleeve could become dislodged from the body or shaft of the device have been unsuccessful. The sleeve can only be removed from the device with excessive manual force. Validation testing on file for this device conclusively demonstrates that reprocessing does not in any way affect the properties of the insulation material that could lead to separation of the component part. Rigorous inspection of devices post production includes a determination of complete material integrity and appropriate placement of the insulation sleeve on the device shaft.